Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac), a non-penumbra microcatheter, and a guidewire. During the procedure, while retracting the swiftpac to reposition it, the embolization coil unintentionally detached partially in the mma and partially in the internal carotid artery (ica). The physician attempted to use a non-penumbra stent retriever to remove the detached embolization without success. A second non-penumbra stent retriever was then used to successfully remove the detached embolization coil. The procedure was completed using embolization particles and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned swiftpac coil (swiftpac) confirmed that the embolization coil was detached. Evaluation revealed that the proximal constraint sphere was present on embolization coil indicating the coil was intact. Detachment typically occurs due to retraction against resistance. The pusher assembly was not returned for evaluation. Therefore, the root cause of resistance cannot be determined. Further evaluation revealed offset along the length of the embolization coil. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.